Manufacturer narrative:
(B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported two transverse connecters would not seat on the rod during surgery. The sets screws were reported to have cross threaded. These devices were removed and replaced. There was no delay greater than 30 minutes or patient impact. This is report two of two for this event.

Manufacturer narrative:
Additional information: the returned transverse connector was examined and the center screw was found to bind up. The cause of this event can likely be attributed to damage to the screw during use, possibly caused by off-axis force or rods that were too far apart. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported two transverse connecters would not seat on the rod during surgery. The sets screws were reported to have cross threaded. These devices were removed and replaced. There was no delay greater than 30 minutes or patient impact. This is report two of two for this event.